Event description:
The account alleged that the head of the bed will not raise or lower. No patient impact.

Manufacturer narrative:
The technician inspected the bed and found that the hydraulic valves for the head up and the head down function of the bed are non functional. The technician replaced the hydraulic head up and head down valves in the hydraulic manifold to resolve the issue.